Manufacturer narrative:
Internal file number - (B)(4). There was no reported device malfunction and the product was not returned. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded: although it was reported that the location of the filling defect seen in the image provided is the location of the deployment of the perclose proglide closure device, without additional imaging from the original cardiac intervention it cannot be conclusively determined, nor assumed, that the reported patient effect is the result of the use of the perclose proglide. The reported patient effect of pain is listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was achieved using a proglide device with a 6f sheath after a coronary angiogram interventional procedure on (B)(6) 2019. Reportedly, on (B)(6) 2019 the patient returned to the hospital complaining of pain in the legs. An angiogram was performed and it was noted that the vessel "did not look right". Dilatation using a non-abbott balloon catheter and a peripheral intervention in a different diseased area were performed. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The patient's status improved. The physician is not exactly sure if the angiogram results were caused by the proglide device. No additional information was provided.